Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Some of the readings the customer reported were found in meter memory. This is a final report.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure (exact date unknown) using an uphold vaginal support system, as the physician was throwing the capio through the sacrospinous ligament, the needle detached from the mesh leg and was captured in the capio cage. The physician completed the procedure with another uphold vaginal support system, without any complications to the patient, who is reportedly "good" post-procedure.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Event description:
A customer's friend reported the customer compared readings they received on their freestyle freedom lite blood glucose meter (349 mg/dl, 353 mg/dl, 469 mg/dl and 414 mg/dl) to readings received on a health care provider's meter (249 mg/dl, 253 mg/dl, 369 mg/dl and 314 mg/dl). The customer's friend additionally reported the customer experienced an adverse event, ("stopped breathing"), when they lost consciousness. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or permanent impairment associated with this event.